Manufacturer narrative:
The device was received by zoll medical corporation. The customer's report was not replicated or confirmed. The selection board was tested in both remote calibration system (rcs) and normal test conditions. The button board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during incoming inspection, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.